Event description:
A customer reported a needlestick incident that occurred while the technician was trying to aliquot a test tube. The aliquot sample came from a biomerieux sn culture bottle; however, the accidental needlestick occurred when the customer placed the test tube bottle into a blood culture tube rack that had larger hole diameters than the diameter of the test tube causing the test tube to be loose in the rack. The customer reports the sn culture bottle did not malfunction in any way, and that they were not holding or using the biomerieux sn bottle at the time of the needlestick. The customer admits the technician should have used a test tube rack to perform the aliquots. The technician involved sought treatment at the ER and received exposure testing. The customer was unwilling to provide test results or additional information concerning additional treatment provided to the technician. The customer stated the syringe used in the subculture was manufactured by becton dickinson, but the customer did not know or would not provide additional needle gauge or product number. The customer who reported the incident was (B)(6) from (B)(6). N/a. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).